Event description:
It was reported that a pt was presented to the cath lab 18 hours into an acute anterior mi. The pt had impaired left ventricle function (less than 30%), a left ventricular end-diastolic (transmural) pressure of 40 and a blood pressure of 80-90. Mild cardiogenic shock. The pt was hemodynamically unstable. The niroyal stent was deployed and the balloon rutpured at 10 atm's. There was a dissection proximally that migrated down the circumflex. The physician placed a s670 stent in the circumflex and a tetra stent proximal to the niroyal. The pt was stable when the pt left the cath lab. The pt died the next day. The cause of death was a massive anterior mi.

Event description:
Md does not feel pt death was related to balloon rupture.